Event description:
It was reported to medtronic neurosurgery that during operation the chamber was found to be leaking. According to the report, a new set was used to complete the operation.

Manufacturer narrative:
The valve did not meet the specifications for the patency or leak test due to a visible tear in the top of the delta chamber. It is unknown how or when this damage occurred. The damage precluded siphon, reflux, pressure-flow, and pre-implantation testing. The instructions for use that accompany the device caution that care should eb taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.